Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not reported. Event date: unknown. This report is for four unknown screws/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code¿hwc. A product development investigation was performed for the subject devices (four 2.4mm locking screws with unknown part and lot numbers). The four 2.4mm locking screws were returned and reported to have broken postoperatively. This condition is confirmed; four screw heads are locked into the four most distal holes of the returned plate along with three returned headless screw shafts. Based on the technique guide for the procedure, the coloring and the properties of the screw heads it can be determined that the unknown screws are 2.4mm locking screws in the 212.8xx family. It is likely that an external impact and possibly a nonunion led to this complaint condition. The screws show significant wear and deformation consistent with insertion and removal. The associated product drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. (B)(4). The devices were received as reported and were undergoing evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent surgery on (B)(6) 2015 to repair a distal radius fracture. During a follow-up visit on (B)(6) 2015 the surgeon discovered the patient had (4) broken screws although the 2.4 variable angle lcp distal radius plate was intact. The patient reported while exercising on an elliptical machine he felt a strange sensation in his back but did not have any complaints of pain or discomfort. The sales consultant was not aware of how the surgeon determined the diagnosis for the broken screws. Reportedly, on (B)(6) 2015 the patient underwent a revision surgery. It was reported the surgeon had some difficulty removing the (4) broken distal screw heads from bone but they were removed and no additional intervention was required. The procedure was successfully completed without surgical delay or patient harm reported. This report is 1 of 1 for (B)(4).